Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 39 mg/dl. The user was able to treat the low bg by glucagon and oral glucose without assistance from a caregiver. The user was evaluated and treated at the hospital and discharged on (B)(6) 2025.